Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred and the contact was unable to clear the alarm. Additionally, it was reported that the time and date on the pump were incorrect. The contact successfully changed the time and date. There was no impact to the user's blood glucose level. Although confirmation was requested as to whether or not the alarm cleared, it was unable to be confirmed.